Event description:
Following implantation of an iol, it was seen that small white spots were visible on the back of the lens. The surgeon treated it with a laser but there was no improvement. Vision was 0.1. The surgeon subsequently replaced the lens, but no details have been provided by the surgeon on patient status or the current location of the explanted lens.

Manufacturer narrative:
This product is not distributed in the us, but rayner is reporting this issue since the iol is manufactured from the same material and has the same intended use as the c-flextm injectable lens approved by FDA may 03 2007. Data regarding the iol and injector batches have not been supplied by the surgeon. Photographs of the white spots have been supplied. Three independent expert opinions suggest that, based on the photographic evidence, fungal growth may be implicated. This cannot be confirmed due to the unavailability of the affected lens for evaluation. Event has been assigned (B)(4).